Event description:
When the doctors attempted to deploy the filter, two of the legs crossed. The doctor unsheathed the filter partially and then tried to reposition the filter, crossing the legs. The filter was straight and the doctors felt that the rest of the legs were firmly engaged in the cava wall. The patient is fine.